Manufacturer narrative:
Additional information: h3- device evaluation: lens returned in a micro-centrifuge vial with moisture on lens with clear surgical residue on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -08.00 diopter, during the same surgery due to the lens tore/broke during delivery into the patient's left eye (os). There was no patient injury. Another same model/length but different diopter lens was implanted on (B)(6) 2019 and the problem was resolved. Cause of the event was unknown.